Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary several pockets in the drawer 4.1 were failed to open and not detected on bus. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from another station, which caused a delay to the patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident. It was determined that the auxiliary 4.1 row b was not detected. A field service engineer (fse) had reseated all rear connections for auxiliary 4.1 and 4.2. The fse then reseated all row boards for 4.1 and found trash and medication inside multiple drawers that could have caused problems. The fse tested and confirmed that the issue had been resolved. The system functioned as intended after the field service engineer repaired the device.